Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer blood glucose at the time of incident 3.5 mmol/l. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(6) aa or (B)(6). The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However, unit received with corroded battery tube. No low battery alert or replace battery now alarm noted during testing or in the pump trace download.